Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the system monitor confirmed the reported event of the touchscreen not responding. The touchscreen was re-calibrated and the unit now functions as intended. The system monitor was tested and returned to the rental / loaner pool. A corrective and preventative action (CAPA) was opened to further address the issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The system monitor was received into inventory on 20dec2005. The system monitor shipped on 07apr2006. The unit was manufactured on 19dec2005. Heartmate ii power module instructions for use revision b states if the screen does not function properly, contact thoratec's technical service department for assistance. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the hospital and when the team tried to look at the history screen on the system monitor, there was no response from the screen. It was possible to see the pump parameters but they could not access the system function tab as there was no response when pressing on the screen tabs. The system monitor was exchanged.